Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration and would like to send the depot in for assessment. Per wo notes, they really struggled to get a clear picture of what the issue was from this person and was picking up from another techs work, did not have a real good picture of any issues and want to spend any more time with the device. It was unclear if they were getting calibration errors or device alarms. They tried to walk through a functional verification and struggled to follow directions and was having side conversations with other people in the shop. My final assessment was that the bypass flow rate seemed to be very low at about 0.4 lpm with circulation pump command (cpc) was at 20 percentage. They verify inlet pressure (ip) went to 0 psi when the fluid delivery line (fdl) was removed. They discussed a quote for an assessment, and stated no loaner was needed.